Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric tube formation, the firing knob was broken off at the 3rd firing. Lister forceps were used to return the firing knob. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.